Event description:
Formal complaint and demand for urgent medical intervention date: (B)(6) 2025 to whom it may concern, this letter serves as a formal complaint and an urgent demand for immediate and comprehensive medical intervention for a patient (referred to herein as (B)(6) who has been subjected to severe medical neglect, misdiagnosis, discrimination, and physical assault within the healthcare system.(B)(6) critical health status, exacerbated by long-standing complications from a defective medical device and systemic failures in care, necessitates immediate and decisive action to prevent further life-threatening consequences. This document details a chronology of events, medical findings, and legal implications, asserting (B)(6) right to appropriate and non-discriminatory medical care under federal and state laws, including but not limited to the americans with disabilities act (ada) and the emergency medical treatment and labor act (emtala). Summary of medical history and current critical condition (B)(6), diagnosed with hiv in 2003, has been enduring life-threatening complications since a 2016 inguinal hernia repair utilizing covidien progrip¿ mesh. These complications have progressively worsened, leading to a severe decline in health and a state of medical emergency. Key medical findings and symptoms include: chronic pain and mesh-related issues: since july 2017, (B)(6) has experienced chronic pain, a "rip" sensation, indentation, and the protrusion of intestines through the mesh. This has led to severe malnutrition, evidenced by a diet primarily consisting of milk and yogurt, and significant weight loss. (B)(6) also suffers from leg mobility issues and a diagnosed hiatal hernia, contributing to persistent vomiting. Systemic infections: (B)(6) has suffered from recurrent infections, including colon, ear, and sinus infections. Alarmingly, sores have appeared on the hands, spreading to the face, back, groin, and armpits, from which "thin threads with barbs" resembling the progrip¿ mesh material have emerged. Cardiovascular complications: an echocardiogram revealed "threads with barbs" moving with (B)(6) heartbeat, strongly suggesting the migration of progrip¿ mesh fragments into the bloodstream. This finding was accompanied by a dire warning from medical professionals that it was "too late," yet no specific intervention was provided. Abdominal and pelvic pathology: recent imaging studies confirm severe internal issues: CT abdomen/pelvis ((B)(6) 2025): revealed jejunal dilatation, rectosigmoid inflammation, and bladder wall thickening (likely cystitis), indicative of mesh migration, adhesions, or hiv-related enteropathy. Ultrasound abdomen complete(B)(6) 2025): showed significant fatty infiltration of the liver, suggesting non-alcoholic fatty liver disease (nafld) potentially linked to malnutrition, prediabetes, or hiv-related liver dysfunction. A contracted gallbladder was also noted, indicating chronic dysfunction and necessitating further evaluation (hepatobiliary scan and gallbladder ejection fraction). Us scrotum (B)(6) 2025): indicated enlarged vas deferens and mild hydrocele, consistent with mesh-induced inflammation or nerve entrapment. Spinal and neurological impairment: an MRI lumbar spine (B)(6) 2025) identified an l5-s1 disc protrusion (3 mm) contacting s1 nerve roots, causing sciatica ("left lower chimney sciatica"), along with multilevel facet arthropathy and straightened lumbar lordosis/levocurvature. These findings contribute significantly to(B)(6) leg mobility issues and chronic back pain. Pulmonary findings: a CT chest (B)(6) 2025) detected pulmonary nodules (5 x 12 mm, 10 x 6 mm), which require urgent follow-up due to their potential infectious or malignant nature. These interconnected medical issues paint a clear picture of a patient in urgent need of comprehensive, multi-specialty medical care, with the underlying mesh complications acting as a central.